Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow. This occurred during patient use. The infusor was filled with an unknown amount of fluorouracil. It was stated that the folfusor did not infuse at all. There was no patient injury or medical intervention associated with this event. No additional information is available.